Event description:
It was reported that there was difficulty sending transmission from the insertable cardiac monitor device. When the patient presented to the clinic, the device was interrogated and the initial implant programming was incomplete causing communication issues. Reprogramming was performed, and the patient was able to successfully connect remotely and send. The patient was stable pre, during and post event.